Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open, itchy, red, and scabbing skin irritation under the electrodes and therapy electrodes. The patient also reported that the lifevest digs into her skin and it caused pain and discomfort. The patient has a nickel allergy. There was no alleged device malfunction contributing to the irritation. The patient's dermatologist prescribed steroid cream, clobetasol 5%, for the skin irritation. The dermatologist also recommended the patient wrap the irritation with saran wrap. Follow up indicated that the cream helped the skin irritation to improve.